Event description:
Additional information received from the patient confirmed that the infection was at the implantable neurostimulator (ins) site. The issue was reported as a sudden onset in nature and occurred on (B)(6) 2015. The patient stated that they had a bad experience with the implant. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported via the manufacturer's representative (rep) the patient had a cast on their leg from a previous fracture that was kept on too long. An ulcer developed on their foot and the patient was also a brittle diabetic and smoker. It was further reported the patient was admitted to the hospital for a wound infection from their spinal cord stimulator implant, and the device was later explanted (it was unknown the dates these issues occurred). It was unknown if the issue was resolved at the current time. Relevant medical history includes spinal pain. Refer to manufacturer's report #3004209178-2016-00678.